Event description:
A us distributor reported that a patient's battery pack was unable to power on a monitor. A us distributor reported that a patient's battery pack had faults. A us distributor reported that a patient's battery charger was unable to charge batteries.

Manufacturer narrative:
Device evaluation of battery has been completed by the supplier. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated cycle count and max error over specified limit. The root cause of the damaged battery pack was unable to be positively identified. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery pack is underway. The reported problem (battery faults) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack.  The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board.    The root cause for the u1003 and u104 failure could not be positively identified.   There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery pack had faults. A us distributor reported that a patient's battery charger was unable to charge batteries.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (battery faults) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack.  The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board.    The root cause for the u1003 and u104 failure could not be positively identified.   There was no death or adverse event associated with the charger malfunction.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack.  The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board.    The root cause for the u1003 and u104 failure could not be positively identified.   There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery charger was unable to charge batteries.